Event description:
New information received states that the ipg was explanted and a new ipg was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to connect to the clinical programmer. A magnet was placed to help connect the generator however was unsuccessful. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.